Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 193 mg/dl. The customer stated that the location of the leak is passed the two o-rings the customer stated that there is no cracks/split in the barrel. The customer also stated leak is on the reservoir compartment and dried it as best she could. The customer was advised to return the reservoir and transfer guard. The customer was advised that we would replaced reservoir and she will return the one that leaked.